Event description:
The facility representative reported an as50 pump with a condition of "does not function." It is unknown when the event occurred; however, it was identified in the "nursery area" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: an as50 pump with a reported condition of "does not function," was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. A device history record review was performed finding that there were exceptions, nonconformities, and/or reworks that occurred during the manufacturing of the complaint lot or serial number. Specifically, the "pump with 'check barrel' issue, b/clamp assy was changed & pump passed subsequent testing." A service history review revealed that this device has not been serviced prior to this event.